Event description:
Customer reports four blood leaks noted into the dialysate at onset of patient use. Customer reports both dialyzers reused. Blood loss reported for each occurrence was 230cc's. The disposables were replaced and the treatment continued without incident. Customer reports no patient injury, however 3 patients required an increase in erythropoetin dose due to blood loss. Customer reports a manual reuse system used to reprocess dialyzers. The ro water source leading into the manual reuse system is not regulated and the water pressure of this source is not known by customer.